Event description:
It was reported that the patient developed an infection three weeks post-implant. Four weeks after implant the patient underwent a procedure to remove stitches from the ins site. Following the procedure the patient was unable to adjust stimulation, the display showed a "call your doctor" icon, and a power-on-reset condition was reported. It was later reported that the patient did not have any concerns with his device or therapy.

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# v997481, implanted: 2012 (B)(6), explanted: na; programmer model 3037, serial# (B)(4).